Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins went into "in the box" mode after trying to conduct a lead connection check (lcc) using the patient programmer (pp). It was noted this occurred when then patient was at home, and the rep had to meet the patient in the clinic to resolve the issue. It was reviewed the issue would occur after the ins was interrogated with a tablet and then the pp used the lcc feature due to a difference in voltage measurements. It was reviewed that to correct the issue the patient would need to be interrogated with an 8840 prior to using the lcc feature. The rep was meeting the patient to resolve the issue. No patient symptoms were reported. No further complications were reported or anticipated with this event. Refer to manufacturer report #3004209178-2019-03521 for details pertaining to the related reportable event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported no patient injury occurred. All patients came in to the clinic, the error was cleared/reset with the programmer and impedances were normal. No additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative stating the patient went into the clinic to resolve the issue and impedances were normal. There were no repercussions to the patient.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.